Event description:
In 2001, the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. In 2002 maersk medical a/s received the complaint and 10 unused infusion sets.